Event description:
It was reported that during a routine follow-up high threshold was noted. Lead dislodgement was confirmed via fluoroscopy. The lead was repositioned successfully. There were no adverse consequences to the patient.